Manufacturer narrative:
Notes to form 3500a and justification for information not provided as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information (items 1-11 below) as part of internal complaint handling activities. Patient date of birth and weight not reported. Date of event is unknown. The event is considered to be when the screw began to back out. Catalog # and serial # not utilized by trilliant surgical. Expiration date not applicable to non-sterile trilliant surgical products. Lot # and unique identifier (UDI) # could not be confirmed. Initial reporter fax not reported. Device bla number is n/a to this report. Na was not entered within the field for bla number as this caused technical errors to occur in previous MDR submissions. Per item 5 above, device manufacture date could not be confirmed. All possibilities are listed below. Note: because screw length is unknown, brand name and model # feature 'xx' in place of the length measurement. Due to this unknown screw length, lot # and unique identifier (UDI) # and device manufacture date could not be confirmed. All possibilities are listed below. Investigation (including evaluation summary): evaluation of similar complaints the complaints log was reviewed to identify any similar events involving a gridlock removal due to screw backing out between (B)(6) 2020 and (B)(6) 2021. No similar complaints were identified. Device history record (DHR) review: although the removed screw was discarded, the screws listed below were invoiced from the original implant surgery. While the specific lot number of the involved implant could not be identified, the following lot numbers were identified and reviewed as possibilities: 3.0mm x 16mm gl locking screw (302-30-016): lot tsl003047 [manufactured 01/07/2016, UDI (B)(4). No associated reworks (rwks), nonconformance reports (ncrs), or deviations (devs). 3.0mm x 18mm gl locking screw (302-30-018): lot tsl002944 [manufactured 01/04/2016, UDI (B)(4). No associated rwks, ncrs, or devs. In conclusion, there were no identified issues related to the complaint event. Review of surgical technique gridlock plating system instructions for use, IFU 900-01-006 revision n, corresponds to the event. Limited information was provided for the surgical technique / conformance to the IFU so it is unknown if the doctor/ user followed the IFU. Visual and dimensional inspection the complaint-related part was not returned so visual and dimensional inspection could not be conducted. Simulated use testing: simulated use testing was not conducted for either returned device(s) nor with similar parts. Limitations are present in which simulated use testing would not be able to recreate a device being implanted for ~4 years (e.g., physiological conditions, force exerted by normal movement). Thus, simulated use testing was not performed. Investigation conclusion: no similar complaints were identified. This event is the only complaint of its kind within the previous year ((B)(6) 2020 (B)(6) 2021). There were no abnormalities in regard to DHR review. Limited information was available regarding the implantation procedure. Thus, it is unknown if the doctor followed the IFU. The complaint-related part was not returned. Thus, visual inspection and dimensional inspection could not occur. Simulated use testing did not occur. No noncompliance was reported. The x-ray provided confirms that the gridlock screw did back out. However, the x-ray does not provide further information that would assist in the evaluation of the root cause. Therefore, the root cause remains unknown.

Event description:
On (B)(6) 2021, a trilliant surgical independent sales representative emailed a djo foot & ankle sales support specialist requesting a 310-30-003 (2.4/3.0/4.0mm gl screw driver bit) for a removal case on (B)(6) 2021 of a 302-30-xxx (3.0mm x xxxmm gl locking screw) at hospital 1 by doctor 1 on a (B)(6) compliant male patient. The 302-30-xxx was originally implanted on (B)(6) 2017 by doctor 1 at hospital 1. The sales representative provided an x-ray of the 302-30-xxx which had "backed out". The sales representative was present at the removal case and stated that the facility discarded the removed 302-30-xxx. He will provide further case and patient information as soon as he gathers it from the facility. The 302-30-xxx was not retained after the surgery and thus will not be returned to corporate for further review. Additional information received 07/23/2021: the sales representative stated, "...[the patient] is (B)(6) and compliant and the screw was either 3.0x16 or 18 and it wasn't retained unfortunately. That was the only thing removed everything else stayed in".